Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The customer did not request any further investigation; the issue only occurred for this one test for this patient. Preventive maintenance has been performed as expected. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas e 411 immunoassay analyzer. The initial result was 32.55 pg/ml. The sample was repeated twice with results of 2.10 pg/ml and 2.07 pg/ml. The result of 2.10 pg/ml was believed to be correct. The questionable result was not reported outside of the laboratory. The ft3 iii reagent lot number was 473372. The expiration date was not provided.